Event description:
Boston scientific received information that this device was explanted for normal battery depletion and storage mode being reached. An infection unrelated to the device was also noted, and once cleared, the device was explanted. The device was returned for analysis. Laboratory testing noted a different product performance issue then was initially communicated from the field. Initial testing noted a possible performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.